Event description:
The customer called to report that the insulin pump alarmed motor error during the manual prime. The customer stated that the insulin pump was not exposed to any high magnetic fields. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to revert to a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.